Event description:
It was reported that the infusion pump was involved in an overdelivery of a heparin solution. Reportedly the infusion pump was programmed at 10 ml/hr when the pt went to x-ray. When the pt returned the solution container was empty, however the pump was displaying 239 ml yet to infuse. The infusion pump was removed from the pt. No medical or surgical intervention was reported.